Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up the left ventricular lead exhibited high capture thresholds and a loss of capture. The device was reprogrammed and the patient would be monitored. The patient was in good condition after the event.